Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry, that a patient endured ventricular tachycardia during impella 5.5 support. The condition was believed to have a possible relationship to the device used. Lidocaine, amiodarone, and cardioversion were necessary to treat the vt. The patient recovered from the event.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.